Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient status was unknown.

Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise. No changes were reported. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in four pieces. Destructive analysis found an internal insulation abrasion breaching the right ventricular and inner coil lumens at the distal region of the lead. One of the right ventricular etfe cable coating and ptfe liner of the inner coil were also abraded in this location. The cause of the reported event was isolated to the internal insulation abrasion.